Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Patient no: (B)(6). Operation: medial spindle procedure for ectropion, date: on (B)(6) 2025, coated vicryl 6,0 lot: 597811003. Was a prescription for steroids or antibiotics issued for the patient's recovery? Local therapy right and left eye on (B)(6) 2026: maxitrol gtt 5x one week. Maxitrol oinment 1x one week. Sistemic therapy: amoksiklav 875 mg/125mg 1/12 h one week. Could you provide the pc number if applicable? Was it necessary to remove the suture? No. Was the suture removed in a routine post-op procedure? No. Was the suture removed in a reoperation procedure? No. What is the patient¿s current health status and condition: blepharoconiuncticitis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify product code and lot number for patient no: (B)(6). Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's updated current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a medial spindle procedure for ectropion on (B)(6) 2025 and suture was used. The patient developed a foreign body granuloma post operatively. Local therapy was provided for the right and left eye on (B)(6) 2026: maxitrol gtt 5x one week and maxitrol oinment 1x one week. Sistemic therapy: amoksiklav 875 mg/125mg 1/12 h one week. Currently the patient has blepharoconiuncticitis. Additional information was requested.